Event description:
The customer reported the system displayed a collimator iris too large error. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.